Event description:
Indication-hereditary hypogammaglobulinemia. Patient mom stated that freedom pump was not working as it was not set up correctly. Family was able to manually push the infusion so no dose was missed. Will return pump and send out a new one. No other information known. Reported to (B)(6).